Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device has been repaired.

Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the cot fastener allows the cot to disengage from the fastener. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.